Event description:
It was reported that the customer experienced a high blood glucose reading of over 700 mg/dl. The customer's mother stated that the insulin pump was broken and requested its replacement. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with an unresponsive esc button due to the corroded keypad trace. Failure analysis was unable to perform functional testing due to the unresponsive button. The pump was received with a severely scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.